Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Related manufacturer reference number 1627487-2022-00335. It was reported the patient underwent a non-related surgical procedure and it is not known if the ipg was placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown which ipg is related to the issue. Therefore, all the suspected ipgs are being reported. No other information is available.

Manufacturer narrative:
Upon additional information received it was determined that, the issue should not have been submitted as a medical device report.